Event description:
A malfunction was reported with the code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted the customer with resetting the pump, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappears, which they acknowledged and understood.